Event description:
It was reported that the patient presented to the hospital due to an unrelated procedure. Upon interrogation, the atrial lead exhibited a sensing anomaly. The physician elected to explant and replace the lead. The procedure occurred without incident and the patient was stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).